Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete electrode was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found surface electrocautery damage and a suture tied onto the electrode at the tip loop with tissue in the same area. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient received five shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). The first four shocks did not convert the patient from the arrhythmia due to high defibrillation thresholds (dfts); the patient converted on the fifth shock delivery. The time to first therapy was 22 seconds. The first 6 seconds were undersensing a polymorphic type rhythm. It was noted that the shock impedance was high at 190 ohms during shock delivery. Upon interrogation by a boston scientific field representative it was noted that the patient was coming in and out of ventricular fibrillation (vf) episodes. The patient was transferred to another hospital where x-rays were obtained which noted that the s-ICD had flipped into a horizontal position when the patient was supine, with the surface of the can pointing down towards the toes. It was also note that the electrode appeared more superior with respect to the heart than ideal in the supine position; the patient was supine when shocked. A revision procedure was performed where the s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted in the patient. No additional adverse patient effects were reported.